Event description:
It was reported that a tip detachment occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. The 14f isleeve introducer sheath was placed in the mildly calcified, mildly stenotic, and mildly tortuous femoral artery. An acurate prime delivery system with a loaded 23mm acurate prime valve was advanced. The 23mm acurate prime valve was successfully implanted. The operator reintroduced the 14 isleeve introducer sheath dilator, the non-boston scientific (bsc) suture-mediated closure device was closed, and the 14f isleeve introducer sheath was removed. Upon removal from the patient it was discovered a tip fragment of the 14f isleeve introducer sheath had detached and remained in the patient anatomy. Contrast assessment confirmed the tip fragment was in the patient's leg near the femoral puncture site. The decision was made to leave the tip fragment in place. Additional doppler imaging performed one (1) day post index procedure confirmed the tip fragment was extra-vascular. The physician suspected the 14f isleeve introducer sheath tip detachment was caused by the non-bsc closure device. The patient recovered and was discharged one (1) day post index procedure.

Event description:
It was reported that a tip detachment occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. The 14f isleeve introducer sheath was placed in the mildly calcified, mildly stenotic, and mildly tortuous femoral artery. An acurate prime delivery system with a loaded 23mm acurate prime valve was advanced. The 23mm acurate prime valve was successfully implanted. The operator reintroduced the 14 isleeve introducer sheath dilator, the non-boston scientific (bsc) suture-mediated closure device was closed, and the 14f isleeve introducer sheath was removed. Upon removal from the patient it was discovered a tip fragment of the 14f isleeve introducer sheath had detached and remained in the patient anatomy. Contrast assessment confirmed the tip fragment was in the patient's leg near the femoral puncture site. The decision was made to leave the tip fragment in place. Additional doppler imaging performed one (1) day post index procedure confirmed the tip fragment was extra-vascular. The physician suspected the 14f isleeve introducer sheath tip detachment was caused by the non-bsc closure device. The patient recovered and was discharged one (1) day post index procedure.

Manufacturer narrative:
H6 component codes updated. H6 evaluation method codes updated. H6 evaluation result codes updated. H6 evaluation conclusion codes updated. Device analysis: the 14f isleeve introducer sheath was returned and analyzed by a bsc quality technician. The 14f isleeve introducer sheath was returned with the dilator completely inside the sheath up to the hub with the tip of the dilator protruding out of the tip of the 14f isleeve introducer sheath. The 14f isleeve introducer sheath was visually and microscopically analyzed. Visual analysis identified numerous kinks on the sheath. Two (2) of the three (3) expansion seams were expanded with the tip split at one of the seams. The expanded seams and tip split occurred along the seam lines, which is expected during use of the device as the seams and tip are designed to expand with use to allow passage of a delivery system and/or balloon catheter. This anticipated seam expansion and tip split are not considered damage to the device. The 14f isleeve introducer sheath tip was torn at the transition of sheath to tip and a portion of the tip was detached. The detached portion was not returned with the device. One photograph was provided to assist in the investigation and was reviewed by a bsc quality technician. The photograph showed a portion of the distal end of the 14f isleeve introducer sheath with one of the seams expanded and the tip split and expanded. Based on the provided photograph, it was not able to be determined if a portion of the tip was detached as the tip was already split and expanded.